Event description:
A patient with mass in the mid to distal rectum/approximately 10cm from the anal verge/biopsy showed tubular adenoma with severe dysplasia. Patient admitted for low anterior resection of rectal tumor. Intra-operatively distal rectum was divided and surgeon requested 55 roticulating stapler. Rn showed surgeon the box to identify correct device. Surgeon affirmed and stapler box opened and stapler handed to surgeon. Surgeon used stapler but after removing the stapler noted that the staples were vicryl staples (disolvable) from a vaginal cuff stapler. The correct stapler should have been a colorectal stapler with titanium staples. There was enough bowel to pass another stapler below the previous staple line and new staple line was created. Additional loss of bowel noted (amount very small). After review of this case with staff, it was noted that the roticulator 55 absorbable stapler and the roticulator 55 titanium stapler have almost identical packaging. Very difficult to detect the difference between the 2 staplers. Unfortunately, packaging and detailed information related to lot #, serial #, etc. Was not available as the packaging was discarded.